Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01027. The patient received two 3166 model leads (off-label) from the same lot number. It was reported the patient is complaining her scs system is auto-reducing. A sjm representative met with the patient but was unable to resolve the issue through reprogramming. Additional follow-up revealed an impedance check and contacts showed multiple lead contacts have high impedances. Additional reprogramming was unsuccessful in providing effective stimulation in the appropriate areas. The patient is pending a follow-up with her physician for x-rays and further evaluation of the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01027. Additional information received identified the patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.